Event description:
Pt reported obtaining a blood glucose result of 134 mg/dl, while using the suspect device. Pt indicated that, when reviewing the device's memory, the corresponding test value was stored as 503 mg/dl. Pt did not modify therapy based on the value found in the device memory. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.